Event description:
This is filed to report arrhythmia, air embolism and thrombus. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation grade 3-4 with a dilated left atrium. After steering down to the valve, the patient suffered an atrioventricular (av) block and had no sinus rhythm. The av block disappeared after a short time and the mitraclip was implanted reducing the mr to grade 1-2. Reportedly, there was structure/bubbles visible in the pulmonary vein but it was unclear if it was air or a thrombus in the patient that caused the event. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism and thrombosis could not be determined. The reported arrhythmias appears to be due to the air embolism and/or thrombosis. The reported patient effect of embolism, thrombosis/ thrombus and cardiac arrhythmias as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.